Manufacturer narrative:
V.a.c. Therapy labeling states under "warnings": "always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces were removed as placed".

Event description:
It was reported that a patient with a hip wound following hip replacement surgery was placed on v.a.c. Therapy after complications and the wound not healing. White foam was used because of the "deep tunneling" of the wound. A kci representative instructed the nurses on cutting the foam longer than the tunnel; so that it would extend into the wound bed. A nurse performing a dressing change called the kci representative because she could not find the foam that she had placed in the tunnel. The kci representative asked the nurse if she cut the foam longer than the tunnel and she said "no"; it could not be determined if the foam was in the wound. The kci representative advised the nurse to notify the physician. The patient, nurse, physician and surgeon decided not to explore the wound at that time (2007); the surgeon thought the piece of foam "may work itself out". Twenty three days later, the patient returned to surgery where the white foam was removed.